Manufacturer narrative:
Date rec¿d by MFR : 29may2019, date of report : 09oct2019. The field service engineer (fse) replaced the nav-ring to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The caller reported that s/n 100010317 had a defective nav-ring. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that s/n (B)(4) had a defective nav-ring. There was no patient involvement event date not specified; estimate used.